Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a low blood glucose reading of 43 mg/dl. Customer treated with the insulin pump. Customer was confused about using the bolus wizard but was able to resolve any confusion. Nothing was replaced or returned.